Manufacturer narrative:
Summary of evaluation: evaluation results from howmedica jaquet suggest that this event would not be associated with the device but rather would be related to improper cleaning methods for this device.

Event description:
The inner sleeve rim of the forceps were broken off and sleeve would not stay in place inside the forceps. This device was found in the sales representative's loaner set. This event did not occur during a surgical procedure.